Event description:
Boston scientific received information that this device system, right atrial (ra) lead and right ventricular (rv) lead displayed noise on the atrial and ventricular rate/sense channels, resulting in inappropriate shock. Although oversensing occurred, no pacing inhibition was observed. Additionally, rv pacing impedance measurements were less than 200 ohms. A revision procedure was performed. The rv lead was removed without complication, however, insulation breakdown near the clavicle was observed. The ra lead was electively removed due to the possibility of lead on lead abrasion. The ra lead helix was stuck in the clavicular region, therefore, the tip of the lead remains in the body. An interventional radiologist (ir) attempted to remove the portion, however, was unsuccessful. Two distinct pieces of lead were noted to have remain in the body. The following day, a new system was implanted. Fluoroscopy revealed that one of the pieces migrated into the iliac vein. The ir attempted removal again, however, determined that the piece was in a small enough branch that coils were placed to block off the vessel. The device was electively explanted and replaced. No adverse patient effects were reported during the procedure. The device was expected to be returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed as the product has been returned and device evaluation has been completed.